Event description:
The device was returned to zoll for an unknown fault. During testing by a MFR service technician the device displayed a "defib fault 77" message. There was no patient involvement in the reported malfunction.